Manufacturer narrative:
The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that 3.375 gm zosyn was started at 0557 as a primary infusion in channel a, to run over 4 hours. At approximately 0640-0645 the rn noticed the zosyn was empty; the pump stated it was infusing at 25 ml/hr and still had 3 hours and 21 minutes left to run. The rn had initially stayed and watched the zosyn run at an appropriate rate for approximately 2-3 minutes prior to leaving the room. The zosyn was paused for a brief period to obtain a cvp as it was infusing on the distal port of a triple lumen subclavian central line. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of a free flow of zosyn was not confirmed. Review of the pcu event logs showed that the device was programmed to infuse zosyn (piperacillin/tazo) at a rate of 25ml, vtbi 100ml, as reported. Functional testing found the device operating within specification. During testing there were no periods of unregulated flow observed. The administration set was pressure tested; no leaks were observed. The root cause of the reported free flow of zosyn was not identified.